Event description:
It was reported that the asymptomatic patient presented remotely via a merlin.net transmission the pulse generator exhibited oversensing causing automatic mode switch. No intervention had been reported, the physician would continue monitor the patient.